Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, the physician was unable to access or print episodes from the device. The suspected cause of the event was corrupted data in the recorded episodes. An abbott representative recommended clearing the device data to resolve the event, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.